Event description:
It was initially reported that the pacing function was not operative on the customer's device. After eval by physio-control, it was observed that the device would also not deliver defibrillation therapy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further revealed the removed therapy pcb assembly and determined that the cause of the reported failure was due to a broken capacitor, designator c6.